Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in fungal peritonitis. The breach in aseptic technique was not further described. On the same day as the event onset, the patient was hospitalized and was treated with vancomycin injection (2gm, ongoing), gentamicin injection (20mg, ongoing) and an additional unspecified medication for the event. At the time of this report, the patient remained hospitalized and was recovering from the event. Pd therapy was ongoing. Seven days after the event onset, the pd catheter was planned to be removed. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.